Event description:
Customer indicated that, the calcium and sodium result were not as expected for one specimen. Customer indicated that, the specimen was retested on the same instrument. Customer indicated that, the rerun results were provided to the physician. Field service engineer was unable to duplicate the issue.